Manufacturer narrative:
It was reported that the flow-e - failed the safety valve test & pressure transducer test. The reflector pressure transducer had a zero pressure offset measured at 9,998 volt. A normal zero pressure offset is 2 volt.according to received information, the reflector pressure transducer was replaced with another new one and this solved the issue.the system was successfully tested and was cleared for clinical use.the replaced part has not been returned for investigation and there are no device logs from this flow-e.we have not been able to determine the true cause of the reported issue. A correction of field # d1 brand name, # d4 version and model #, d4 unique identifier (UDI) # and h4 manufacturer date were done. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-e anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6887900. D4 unique identifier (UDI) # was updated to (B)(6). H4 manufacturer date: corrected to 08/24/2023.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
The anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).